Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, blood was seen in the helium tubing and into the cardiosave intra-aortic balloon pump (iabp). Pumping stopped suddenly without any audible alarms. The iab was removed. A replacement iab was not inserted because the patient maintained a stable condition after removal. It was noted that the iabp alarm log indicated catheter restriction and autofill failure alarms. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-04675.

Manufacturer narrative:
Complete initial reporter name - (B)(6). Additional initial reporter name - (B)(6). Event site postal code -(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only: complaint record ID # (B)(4).

Event description:
N/a.